Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user/facility medwatch (B)(4) that stent damage occurred. A 2.75x16mm promus premier drug-eluting stent was advanced to treat a lesion. However, during the procedure when the stent was attempted to be deployed from the guide, the stent could not be deployed because it was crushed.